Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 74-year-old male patient for pre-operative placement. The patient had a history of known coronary artery disease, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. Attempts were made to place the impella 5.5 via the right axillary artery, but due to patient anatomy, the pump could not be advanced through the axillary artery despite troubleshooting. The team was able to get past the anastomosis, but not past the innominate artery. An impella cp was successfully placed via the right axillary artery instead. A contributing factor was the patient¿s severe peripheral vascular disease (pvd). The impella 5.5 device was exchanged for an impella cp without any observed impact on the patient¿s hemodynamic status.